Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a percutaneous coronary intervention (pci) procedure was to treat a lesion in the right coronary artery (rca). The xience pro x stent was advanced and deployed at the target lesion. During inflation, there was a little loss in pressure and a jet of contrast was seen from the balloon. The stent had deployed successfully. Outside of the patient's anatomy, the balloon was re-inflated and a jet of saline was seen from the balloon. There was no reported clinically significant delay in procedure or adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The balloon rupture was not confirmed; however, a tear in the guide wire exit notch was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties appear to be related to circumstances of the procedure.